Event description:
Patient reported that, while hospitalized in the intensive care unit (due to complications from a colonoscopy) their blood glucose measure 1000 mg/dl. Pt self-treated by bolusing insulin, and their blood glucose returned to normal. Pt stated that they may have been on an insulin drip as well, but they were not certain. Pt could not recall the exact duration of their hospitalization; they estimated that it was 4 or 5 days, but stated "I really cannot remember, I was not really conscious."